Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 600 mg/dl. The customer stated insulin pump stopped working. The customer was treated with insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.